Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. Insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.